Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to twiddler's syndrome. Both leads were pulled back to the superior vena cava. The patient did not feel well and exhibited diaphragmatic stimulation. The patient underwent a surgical intervention to remove both leads and reposition the device. Two new leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the twiddler's syndrome, dislodgment and surgery allegations were confirmed, as the clockwise rifts on the outer insulation is indictive of twidder's syndrome. X-ray showed no fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to twiddler's syndrome. Both leads were pulled back to the superior vena cava. The patient did not feel well and exhibited diaphragmatic stimulation. The patient underwent a surgical intervention to remove both leads and reposition the device. Two new leads were implanted. No additional adverse patient effects were reported.